Manufacturer narrative:
The unit subject of the event was returned to steris for evaluation and it was determined that the teeth rack within the unit was misaligned. The evaluation could not determine how the teeth rack became misaligned. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was able to duplicate the reported event. Upon inspection, the technician found the gross traction mount unit would not stay locked following the gross traction being engaged. The technician replaced the gross traction mount, tested the table, confirmed it was operating according to specification, and the table was returned to service. The gross traction mount is being evaluated by steris. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their gross traction mount to their ot 1200 surgical table would not stay locked after the locking mechanism was engaged. The procedure was completed successfully. No report of injury.